Event description:
Per the clinic, the patient developed a wound infection at the implant site, exposing the receiver/stimulator. Subsequently, on (B)(6) 2024, the patient was hospitalized for a duration of five days. During the admission, the patient was administered with IV antibiotics (specific date and duration not reported). On (B)(6) 2024, the patient was placed under general anesthesia in order to underwent a revision surgery to debride, explore and then perform a washout of the wound; before repositioning the implant. Following discharge on (B)(6) 2024. The patient was treated with oral antibiotics (specific duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on july 19, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. Device analysis report attached.